Event description:
Abg syringe malfunctioned and patient had to be redrawn. Picture 119 is another one where the blood squirted back into the plunger (and out the back) when the nurse went to expel the air after she drew the patient. This one had to be redrawn and the patient stuck again. Picture 118 and 117 show a leak in the cap so she was able to get the air out, but it was dripping out the top, she ran down to the lab quick and we got it "to" run.